Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were stuck on the rewind screen when attempting an infusion set change. The customer's blood glucose was 124 mg/dl at the time of the event. The customer also reported a large amount of insulin squirting from the insulin pump, but declined to troubleshoot. Customer declined to return the insulin pump for analysis.